Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with partially broken reservoir tube lip and retainer. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to partially broken retainer.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky. The customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. The customer stated that the insulin pump had grinding while rewinding. The insulin pump will not be returned for analysis.